Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/3/2017 - phone, 1/3/2017 - voicemail, 1/3/2017 - phone, 1/3/2017 - email. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit reset. There was no reported patient injury.

Manufacturer narrative:
The customer biomed troubleshoot the system and reviewed the logs with remote assistance from a ge healthcare service representative. The logs indicate a system loss of communication to the display cpu. It was recommended to check the display cables for tightness. The reported issue could not be reproduced. There has been no further contact from the customer. No further information on issue resolution is available. The customer biomed troubleshoot the system and reviewed the logs with remote assistance from a ge healthcare service representative. The logs indicate a system loss of communication to the display cpu. It was recommended to check the display cables for tightness. The reported issue could not be reproduced. There has been no further contact from the customer. No further information on issue resolution is available.